Event description:
Reporter stated that, during a routine check-up, pt performed a meter-to-meter comparison. Reporter indicated that pt's blood glucose measured 86 mg/dl, on the hospital's device, and 240 mg/dl, on the suspect device. No treatment was received. Reporter stated that, approximately 1.5 hours later, pt was found unresponsive, at home. Reporter did not indicate whether pt had tested, using the suspect device, prior to becoming non-responsive. Emergency med svs were reportedly contacted, and upon their arrival, pt was transported to the hosp. Reporter indicated that, once hospitalized, pt's blood glucose measured 50 mg/dl. Pt was reportedly given something to elevate blood glucose. Reporter stated that pt was kept for observation, for a couple of hours. Pt's current condition: ok. Qc testing had not been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.